Manufacturer narrative:
(B)(4). Customer stated the device associated with this event will not be returned and declined an investigation. Customer reported that their internal investigation identified the cause of the over infusion as an issue with the membrane frame assembly. The membrane frame assembly was replaced on this device and no add'l events have been reported.

Event description:
Customer reported on over infusion of protonix. Stated a 200 ml bag of protonix infused in 6 hours instead of the intended 12 hours. No pt harm reported and no medical intervention required. Although requested, no additional pt or event info was provided.